Event description:
Info rec'd indicated the head cylinder was leaking fluid onto the pacm (power assist control module).

Manufacturer narrative:
The hill-rom technician found the hydraulic fluid was shorting out the pacm. He replaced the module to resolve the issue.